Manufacturer narrative:
Customer training for the kodak directview dr 7500 system emphasizes that the bucky and wall stand are not to be used for pt support. The "kodak directview dr 7500 system and carestream dr long length imaging system safety and regulatory guide" (B)(4) contains safety info relating to the wall stand and bucky as follows: "use caution when rotating the wall stand bucky. Keep hands and other body parts away from moving parts.' "Keep the pt away from the bucky assembly when rotating the bucky, or when moving it horizontally or vertically." "Caution: the weight limit of the table bucky is 18 kg (40 lb). Do not exceed this weight on the bucky surface."

Event description:
During a pt exam utilizing the dr 7500 wall stand, the pt became unstable and grabbed onto the wall stand bucky for support. The wall stand bucky is designed to rotate 90 degrees between portrait and landscape modes when the required amount of rotational force is applied to overcome a detent. The pt applied enough force to overcome the detent when he or she leaned on the bucky for support. The bucky rotated and the pt fell.